Event description:
Subject participating in clinical trial (B)(4). During visit, subject was to complete pifr test per protocol. When subject took inhalation breath with device in mouth, circular valve on attachment became detached and was sucked into subject's throat. Subject was unable to cough to bring piece out of mouth. Manufacturer aware. Reason for use: testing for clinical study. (B)(4).